Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture diagnosed with an MRI. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two patterns along the same edge in anterior side assessed, as surgical damage. And other pattern broken device on posterior (on the edge of the patch) side assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: crease is observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a right side rupture. Diagnosed with an MRI. Device has been explanted.